Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving lioresal 2000 mcgs/ml; 1500 mcg via an implantable pump for intractable spasticity and multiple sclerosis. The date of the event was (B)(6) 2016. It was reported the patient had 3 tesla magnetic resonance imaging on (B)(6) 2016 that lasted for 2 hours. The patient experienced hallucinations and increased spasticity. A motor stall was seen at the initial interrogation and the pump was found to be in safe state with low battery. The pump was reprogrammed to the original dose and the patient was sent home. On (B)(6) 2016 the pump alarmed again and it was confirmed in the event logs there was a safe state with a low battery. Patient status was alive; no injury and the issue was not resolved. Surgical intervention was planned but had not been scheduled. The complete drug information, and cause or factors that may have led to the safe state with low battery were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Corrected information: h3: no eval explain code medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6. Conclusion code 11 was updated to 12. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a healthcare provider (hcp) via a company representative. It was unknown if the motor stall seen at initial interrogation recovered within two hours. The facility did not interrogate the pump but the patient said it started beeping that night. The pump was explanted (B)(6) 2016 and returned to the manufacturer. Additionally, on (B)(6) 2016 within 12 hours post tesla 3 magnetic resonance imaging, the patient and husband heard an alarm. On (B)(6) 2016 pump interrogation noted safe mode. The pump was refilled and the flex dose was reset. On (B)(6) 2016 the pump beeped again and noted safe mode-pump reset. There were two episodes of a low battery warning. On (B)(6) 2016 at 07:20 reset occurred-low battery, pump in safe state. On (B)(6) 2016 20:13 reset occurred- low battery, pump in safe state. A pump replacement was performed (B)(6) 2016. The pump was delivering lioresal 2000 mcg/ml 1752.5 mcg/day; lot number ds0078 start date (B)(6) 2015, end date (B)(6) 2016. Lioresal 2000 mcg/ml 1630.8 mcg/day; lot number ds0082 start date (B)(6) 2016 and end date (B)(6) 2016.

Manufacturer narrative:
H3. Analysis of the 8637-40 found pump battery high resistance. Analysis found gear train anomaly, corrosion and/or wear and/or lubrication. Analysis found gear train anomaly; stall due to shaft-bearing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information in the form of clinical notes from an appointment that occurred on (B)(6) 2016 was received from the physician¿s office. The patient had a progressive form of multiple sclerosis. The patient¿s appointment was to reset the intrathecal baclofen pump. An MRI was performed on (B)(6) 2016 of the brain and spinal cord. The pump had gone into safety mode delivering (12 mcg/day) of baclofen. The pump had alarmed on the evening of (B)(6) 2016. No oral baclofen was taken. The patient supplemented with 50-60 mg of oral baclofen every day (it was unclear if the patient took oral baclofen). Around midnight on (B)(6) 2016, the patient became confused and was talking to people not there. The confusion continued until the morning of (B)(6) 2016 with visual hallucinations of people and food. The patient¿s speech was also slurred. The patient was lucid initially and became more confused during the encounter. During the lucid period, there was discussion of the patient¿s multiple sclerosis modifying treatment. The patient felt that she had become worse over the ten months of natali zumab treatment evidencing greater confusion, more spasms, and pain. Prior to natali zumab, the patient took oral dimethyl fumerate (dmf). The patient was not able to tolerate dmf. The patient had a diagnosis of severe hypoxemia on a sleep study with recommendations for a bipap and had poor oxygen exchange on recent pft with evidence for hypoventilation and chronic hypoxic respiratory acidosis of unknown origin. The patient¿s active medications were as follows: albuterol 90 mcg (cfc-f) 200d oral inhl (1 puff by mouth four times a day as needed for short breath), amitriptyline hcl (25 mg tab, once by mouth at bedtime), aripiprazole (20 mg tab, one half tablet by mouth at bedtime), armodafinil (250 mg tab once by mouth every day for sleep apnea), ascorbic acid (500 mg tab; take 1000 mg four times a day for nutrition), azelastine (137 mcg/spray 200 d nasal inhalation spray; 2 sprays in each nostril twice a day as directed for allergies), lioresal (baclofen) (2 mg/ml pf 20 ml; inject 40 mg for intrathecal use), biotene mouthwash (rinse twice daily), cefuroxime axetil (500 mg tab, one tablet twice daily for injection), cetirizine hcl (10 mg tab, once by mouth daily), chlecalciferol (vit d3)(1000 unit tab take once by mouth daily for nutrition), diazepam (10 mg tab, four times by mouth daily), diclofenac na 1% (topical gel, apply to painful areas 3x daily), diphenhydramine hcl (12.5 mg/5 ml elixir, once tsp by mouth twice daily, as needed for allergies/sleep). Docusate na (50 mg/sennosides; 8.6 mg tab, two tabs 3x daily), duloxetine hcl (30 mg ec cap, one cap 2x daily for chronic pain and mood), furosemide (80 mg tablet, two tabs by mouth every morning), hydrocortisone (0.5% cream, apply sparingly to affected area twice a day for inflammation/skin rash), ipratropium br (0.03% nasal spray, one spray in each nostril, twice daily), lidocaine (5% 5in x 6in patch, apply 3 patches to affected area every day to lower and upper back for 12 hours), methenamine hippurate (1 gm one tab twice daily), mineral oil enema instill two contents into rectum every day, mometasone furoate (50 mcg 120 d nasal sup spray, two sprays in each nostril daily for nasal allergies), multivitamin cap/tab once daily, mupirocin 2% ointment, (22 gm apply twice daily for skin infection), omeprazole (20 mg, 2 capsules twice a day), ondansetron hcl (4 mg tablet, one tablet three times daily for nausea/vomiting), oxycodone (5 mg/apap 235 mg (percocet) one tablet 3x day for pain), phosphates enema instill 1 into rectum every day, poly-enema, polyvinyl alc (1.4% oph solution, one drop twice daily into each eye for dry eyes), prochlorperazine (5 mg tab once tab 4x/day as needed for nausea/vomiting), quetiapine fumarate (50 mg tablet, one tab twice daily by mouth), ranitidine hcl (150 mg tab one tab by mouth twice daily), rifaximin (200 mg tab, one tab, twice a day for small bowel infection), sinus rinse neilmed pkt (4x/day), sodium chloride (0.65% solution nasal spray, 2 sprays each nostril, 4x/day), sodium fluoride (1.1% dental cream), spironolactone (25 mg tab, one tab once daily by mouth), sumatriptan succ (6 mg/0.5 ml statdose, injection under the skin if needed for migraine headache), temazepam (15 mg cap take one capsule by mouth at bedtime), terbinafine hcl (1% cream; apply to affected area 2x/day for fungal infection), tolterodine tartrate (4 mg sa cap, once daily by mouth for bladder), triamcinolone acetonide (0.1% ointment; apply 2x/day to neck), and vitamin b complex/vitamin c cap/tab; once daily by mouth for nutrition. The patient had a pending medication of fluocinonide (0.5% cream; applied 2x/day). The patient¿s weight as of (B)(6)2015 was 65.3 kg, was not physically in a wheelchair, and required ambulance transportation once on (B)(6)2016. During the visit on (B)(6)2016, the patient¿s temperature was 97.7 f, blood pressure was 106/65, and pain was at an 8. The patient¿s mental status was assessed as sleepy but arousable; unrealistic ideation; slurred speech. The patient¿s tone was increased for flexion and extension (bilateral lower extremities and was greater on the left side. There was a mild increase in tone for the adduction, abduction. The baclofen pump was interrogated and the total dose was increased to offer a bolus dose at 20:00 and 23:30. The pump had been last examined on (B)(6)2015; the pump was in safe state mode initially when interrogated (12.5 mcg/day); the reservoir volume was 13.9 ml. The pump was programmed to deliver baclofen intrathecal (2000 mcg/ml) in flex dosing mode. The basal rate of baclofen was 57 mcg/hour; at 20:00 and 23:00, 150 mcg was added for 449.9 mcg/hour. The totally daily dose was 1630.8 mcg/day. The volume removed from the pump was 14 ml. 40 ml of baclofen intrathecal (2000 mcg/ml) was instilled into the pump and the bolus dose was programmed. The new alarm date was (B)(6)2016. The healthcare provider¿s impression of the patient at the visit was that the patient had an active form of progressive multiple sclerosis, experienced spasticity, respiratory acidosis, hypoxemia, and sleep apnea. The plan was to discontinue natali zumab and start three day high dose of dexamethasone (260 mg) over three days x6 months. The patient had a reaction to methylprednisolone, and the patient was to repeat the MRI every six months. Further discussion would take place after 6 months regarding the dmt. The plan was also to continue the intrathecal baclofen at a concentration of 2000 mcg/ml and flex dosing of a total of 1630.8 mcg/day with a newly added bolus of 448.9 mcg/ at 20:00 and 23:30. The plan was also to set the patient up with bipap, and triglow for inspiratory breathing exercises. The patient was also to have a pulmonary consult to further assess respiratory acidosis. The patient was to follow-up in (B)(6) for the intrathecal baclofen refill appointment on (B)(6) 2016.